Event description:
One patient with discrepant calcium results. Initial result gave 9.3 mg/dl; repeat gave 8.0 mg/dl. Erroneous result was not reported. The field service rep found reagent probes were dripping due to defective reagent pipette valves and syringes. Replaced all pipette valves and syringes. Performance tests were performed.